Event description:
Unit produces a high output of stim on the ch1. The waveform being used is symmetrical biphasic on ch1 with intensity set at 0 and treatment time for 20 minutes. No patient data was provided by the complainant. This malfunction causes the printed circuit board to change the stimulatory patient output from the intended output to an unintended higher voltage output. When such a malfunction occurs, it results in a shock sensation and possible burn to the area beneath the electrode pads.

Manufacturer narrative:
This device is for export only.